Event description:
A pt came to facility for a g-tube change. The floor called and said the tube was cracked. The tube was prepped and a guidewire was threaded through the cracked portion and the old tube was removed without any breakage. A new 12 fr abscession drainage tube was placeed.